Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. The probe broke down at 16 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. There is a possibility that the error occurred since the user activated the device while the probe contacted with metal object or other surgical instrument, consequently the probe cracked. And there is a possibility that the probe was broken since the cracked probe received the load. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during a lower anterior resection. Probe damage error occurred. The user performed the probe check mode but the device didn't pass it. Then, the user replaced with another similar device and the procedure was completed. There was no patient injury reported. And the probe of the subject device was broken after the user replaced the device. So, the probe breakage didn't occur while the device was used for the procedure. Olympus medical systems corp. (Omsc) received the subject device. And as a result of omsc's investigation, it was found that the coating on the outer surface of the jaw had partially come off on (B)(6), 2016.